Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) female patient contacted zoll to report that her garment is too tight and the strap that comes over her shoulder is rubbing her skin open on the side of her breast. A patient service rep (psr) visited the patient and stated that the two open wounds appeared to be due to the lifevest. Both of the open wounds were where the shoulder straps meet the fabric of the garment. There was no follow up on the open wounds to see if they healed.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.